Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with a monarc sling system "for stress urinary incontinence." It was alleged that the plaintiff has "severe and permanent bodily injuries, including dyspareunia (painful sexual intercourse), difficulty urinating, chronic infections, severe pelvic pain, and inflammation, and significant mental and physical pain and suffering." It was also alleged that the plaintiff had "infection or inflammation" and "tissue abrasion."